Event description:
It was reported the coil could not be detached. Upon removal, the coil detached and was left in the pt. No pt injury reported.

Manufacturer narrative:
The device will not be returned for eval as it implanted in the pt.